Event description:
It was reported that patient underwent an initial right total knee arthroplasty subsequently, 2.1 years after, the patient was revised due to loosening. During the revision the patella was noted to be in good condition and therefore retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42532007902 - psn tib stm 5 deg sz g r - 66317382 42522100911 - articular surface medial congruent (mc) right 11 mm height use with tibia sizes g-h/cr femur sizes 8-11 - 6583210(B)(6). H6: mechanical (g04) - femur. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.